Manufacturer narrative:
Received one device, customer¿s reported problem "the device fail the volume test that was verified by functional testing. The cause is the expulsor. Replaced the expulsor assembly to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test. 17.62, 17.60, 17.55. There was no patient involvement.